Event description:
ICD battery suddenly went from 64 percent to eri. To be replaced in the near future. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Device was received for analysis. Explant date is currently unknown. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed, and it revealed the battery status mos1. Battery trend data showed a temporary voltage drop followed by recovery of the battery voltage. Further analysis of the ICD memory content showed a normal current consumption. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. In order to obtain further insights, the ICD was opened, and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Battery trend data and voltage measurement confirmed an unexpected battery behavior that can be attributed to an increased internal self-depletion within the battery as a result of lithium plating. This ICD is part of the population affected by the field safety notification regarding potential premature battery depletion due to lithium plating from march 2021.